Event description:
It was reported that a piece of coating was caught between the catheter and the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for use in a rotary resection of a lower extremity artery. A piece of coating from the non-boston scientific guidewire was caught between the catheter and the guidewire, preventing proper operation. The guidewire and catheter were removed together as one unit, and the procedure was completed with a new jetstream and guidewire. There were no patient complications as a result of the event. The patient condition following the procedure was stable.